Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal information received regarding the insulin pump retainer ring was broken or missing from the attorney of the family. The information received on september 09, 2021 stated the following the reporter alleged to (B)(6) 2019. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.